Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for investigation because the product was discarded by the customer. The device history record for the lot indicated no anomaly with the event-related items below. Whole appearance of distal attachment. Since this is a known event and the cause can be inferred from the results of previous similar investigations, it was judged that investigation using equipment with similar structure or similar equipment is unnecessary. The exact cause of the problem could not be conclusively identified, since the device was not retuned for the investigation and no abnormalities were found in the device history record. Based on the similar cases in the past, it is possible that a distal attachment fell from the distal end of the endoscope due to the following mechanism; 1) foreign material present between the distal attachment and the distal end of the endoscope, making the inner surface of the distal attachment slippery. 2) reduced retention force of the distal attachment caused by attachment to the distal end of the endoscope without using medical tape. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report has been discarded by the customer, so it has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the health professional that during gastroscopy using the subject device, the distal attachment fell off scope in the oesophagus. Food bolus was removed. The scope was reinserted to observe. It was reported that the distal attachment fell off on re-inspection potential to block airway as it fell off in oesophagus. There was no patient injury reported.